Event description:
This spontaneous report was received on (B)(4) 2015 from an adult male consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using neutrogena wave sonic 2 speed spinning power cleanser, topically, two times a week for one to two weeks as an added cleanser (dose, lot number and expiration date unspecified). On the next day of product use, in the morning, the consumer developed redness and experienced itchiness on his skin but he thought that his skin was getting used to exfoliation. Throughout the day, his skin continued to became itchier than before. He also noticed flakiness and inflammation on his skin and immediately, he applied some paraben-free face moisturizer to ease the events and at night, reintroduced the product to soothe his skin but it did not help. After couple of days of above events, he noticed that his forehead hurt after touching and he noticed a nodule about quarter size or might be a little smaller in the middle of his forehead which was red, hard and hurting him. Over the next couple of days, the nodule continued to swell and throb which made him to have an emergency appointment with a dermatologist to treat the events where he was given a cortisone injection (route unspecified) and a prescription for an unspecified medicated face cream. He mentioned that due to the events he became scarred in the middle of his forehead. He reported to have rough or uneven texture, dry skin and might be a pimple or two every couple of months prior to product use. After an unspecified duration, he discontinued the product. The event of scarred skin did not resolve and the outcome of the other events was unknown. This report was assessed as serious (medically significant). The company causality was assessed as probable. Dose, frequency used: 2x a week for 1 t 2 weeks. Cleanser.